Event description:
An implant card was received indicating that pt had the lead replaced, due to a lead discontinuity. Good faith attempts to obtain additional info have been unsuccessful to date. The explanted lead was discarded and will not be returned for product analysis.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.